Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: not observed; no further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, breast dysphoria, severe tubular breast deformity with pseudo-herniation of tissue into the nipple areolar complex as well as poorly defined inframammary fold, severe triangular conical shape, and slightly higher. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a5, b5, d4, d9, h4, h6.

Event description:
Additionally, physician reported an open capsulectomy was performed during explant surgery.